Manufacturer narrative:
The root cause was determined to be interference from static electricity affecting the system liquid level detection function of the instrument. This can cause errors in detection levels and pipetting errors. Since the field service representative installed anti-static brushes, no further system issues were detected. The instrument is working according to specification.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 1 patient tested for carcinoembryonic antigen (cea). It is not known if the erroneous results were reported outside of the laboratory. The initial cea result was documented as >0.2 ng/ml. Clarification has been requested but not provided as to whether the initial result was actually <0.2 ng/ml. The sample was repeated twice with results of 2.95 ng/ml and 2.90 ng/ml. No adverse event was reported. The cea reagent lot number and expiration date were not provided. An electrostatic issue is suspected as the cause of the issue. It was noted that the samples were measured on the analyzer from sample tubes with hitachi cups.

Manufacturer narrative:
It was clarified that the initial cea result was <0.2 ng/ml with a data flag.